Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes protein s deficiency, hypertension, multiple recurrent deep vein thrombi (dvt), swollen legs, erythema and tenderness, hypertriglyceridemia, methamphetamine addiction and tobacco abuse. The indication was acute substantial dvt involving the left popliteal system. The filter was deployed 2-3 cm below the lowest renal vein. There were no complications. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation, tilt and perforation abutting an organ. Per the patient profile form (ppf), the patient experienced tilt of filter, perforation of filter strut(s) outside the ivc and perforation abutting an organ. The patient continues to experience worry and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation, tilt and perforation abutting an organ. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, distress and other damages. Additional information received per the medical records indicate that the patient has a history of protein s deficiency, hypertension, multiple recurrent deep vein thrombi (dvt) in both lower extremities due to a coagulopathy, swollen legs (left lower extremity below the knee), some notable calf swelling, erythema and tenderness (left, more so than on the right), increased pain, hypertriglyceridemia, methamphetamine addiction and tobacco abuse. Immediately prior to the implantation procedure the patient presented to the emergency room with a fairly substantial dvt involving the left popliteal system. The filter was deployed via the patient's right internal jugular vein. The filter was placed 2-3 cm below the lowest renal vein. There were no complications and the filter was in a good position.   Additional information received per the patient profile form (ppf) states that the patient experienced tilt of filter, perforation of filter strut(s) outside the inferior vena cava (ivc) and perforation abutting an organ. The patient became aware of the reported events nine years and three months after the index procedure. The patient continues to experience worry and anxiety.